Event description:
It was reported that upon preparation of the bare biliary 7.5fr/219cm stent delivery system (sds), the physician noted that the tip of the stent had retracted inside the outer sheath and was unable to open. The device was not used. Another of the same device was used to successfully complete the procedure.